Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the button error alarm on the insulin pump. The customer explained that the keys were not responding and that the alarm persisted even after a battery change. The customer's blood glucose was 70 mg/dl. While troubleshooting, the customer explained that they had gone camping the previous night and was sleeping in a tent. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.